Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics and requiring hospitalization. On (B)(6) 2016 the patient underwent the third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation and was treated with levofloxacin. The hospitalization was prolonged due to this event. On (B)(6) 2016 the patient was discharged from the hospital and the event was considered resolved. On (B)(6) 2016 the patient was seen in the emergency room (ER) for an asthma exacerbation. The patient was hospitalized and was treated with methylprednisolone. The patient was discharged on (B)(6) 2016 and the event was considered resolved on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.64. Fev1 % predicted: 66.10. Fvc: 4.01. Fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71. Fev1 % predicted: 93.10. Fvc: 5.04. Fvc % predicted: 105.00. Additional information received on 12jul2016: the patient was admitted to the hospital on (B)(6) 2016 prior to the third bt procedure.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics and requiring hospitalization. On (B)(6) 2016 the patient underwent the third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation and was treated with levofloxacin. The hospitalization was prolonged due to this event. On (B)(6) 2016 the patient was discharged from the hospital and the event was considered resolved. On (B)(6) 2016 the patient was seen in the emergency room (ER) for an asthma exacerbation. The patient was hospitalized and was treated with methylprednisolone. The patient was discharged on (B)(6) 2016 and the event was considered resolved on (B)(6) 2016. Baseline spirometry values: visit date: (b(6) 2016, pre-bronchodilator, fev1: 2.64, fev1 % predicted: 66.10, fvc: 4.01, fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71, fev1 % predicted: 93.10, fvc: 5.04, fvc % predicted: 105.00.

Manufacturer narrative:
Block g3: study source - e7086 bsc bt registry block h6: problem code 2420 captures the reportable event of upper respiratory tract infection. Problem code 1726 captures the reportable event of asthma that was treated with antibiotics and requiring hospitalization. Problem code 1930 captures the reportable event of lower respiratory tract infection. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: block b7 has been updated based on the corrected information and additional information received on september 16, 2019.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. The patient was admitted to the hospital on (B)(6) 2016 prior to the third bt procedure. On (B)(6) 2016 the patient underwent the third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone, bronchodilators, and levofloxacine. Per the discharge summary; water diarrhea related to antibiotic treatment, fecal clostridium is negative. On (B)(6) 2016 the patient was discharged from the hospital and the event was considered resolved. On (B)(6) 2016 the patient was seen in the emergency room (ER) for a respiratory infection that did not improve with antibiotic and bronchodilator treatments. Symptoms included cough, greenish expectoration, and fever. The patient was hospitalized on (B)(6) 2016 for further management and care. While hospitalized, treatment included amoxicillin/clavulanate, bronchodilators, antidepressant medications and initiation of CPAP (continuous positive airway pressure). Symptoms improved and the patient was discharged from the hospital on (B)(6) 2016 with prescriptions for methylprednisolone and fostair nexthaler. The event was considered resolved on (B)(6) 2016. Baseline spirometry values (B)(6).

Manufacturer narrative:
Block g3: study source - (B)(4) bsc bt registry. Block h6: problem code 2420 captures the reportable event of upper respiratory tract infection. Problem code 1726 captures the reportable event of asthma that was treated with antibiotics and requiring hospitalization. Problem code 1930 captures the reportable event of lower respiratory tract infection. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed. Block h11: blocks b5, h6 (patient code) and h10 have been updated based on the additional information received on august 22, 2019.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the bsc bt registry clinical study. The patient was admitted to the hospital on (B)(6) 2016 prior to the third bt procedure. On (B)(6) 2016 the patient underwent the third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone, bronchodilators, and levofloxacine. Per the discharge summary; water diarrhea related to antibiotic treatment, fecal clostridium is negative. On (B)(6) 2016 the patient was discharged from the hospital and the event was considered resolved. On (B)(6) 2016 the patient was seen in the emergency room (ER) for a respiratory infection that did not improve with antibiotic and bronchodilator treatments. Symptoms included cough, greenish expectoration, and fever. The patient was hospitalized on (B)(6) 2016 for further management and care. While hospitalized, treatment included amoxicillin/clavulanate, bronchodilators, antidepressant medications and initiation of CPAP (continuous positive airway pressure). Symptoms improved and the patient was discharged from the hospital on (B)(6) 2016 with prescriptions for methylprednisolone and fostair nexthaler. The event was considered resolved on (B)(6) 2016. Baseline spirometry values: visit date: (B)(6) 2016. Pre-bronchodilator: fev1: 2.64. Fev1 % predicted: 66.10. Fvc: 4.01. Fvc % predicted: 83.50. Post-bronchodilator: fev1: 3.71. Fev1 % predicted: 93.10. Fvc: 5.04. Fvc % predicted: 105.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bt procedure performed on (B)(6) 2016 as part of the (B)(6) study. This complaint is being reported based on the event of exacerbated asthma treated with antibiotics and requiring hospitalization. On (B)(6) 2016, the patient underwent the third bt procedure to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation and was treated with levofloxacin. The hospitalization was prolonged due to this event. On (B)(6) 2016, the patient was discharged from the hospital and the event was considered resolved. On (B)(6) 2016, the patient was seen in the emergency room (ER) for an asthma exacerbation. The patient was hospitalized and was treated with methylprednisolone. The patient was discharged on (B)(6) 2016 and the event was considered resolved on (B)(6) 2016. Baseline spirometry values. Visit date: (B)(6) 2016. Pre-bronchodilator. Fev1: 2.64. Fev1 % predicted: 66.10. Fvc: 4.01. Fvc % predicted: 83.50. Post-bronchodilator. Fev1: 3.71. Fev1 % predicted: 93.10. Fvc: 5.04. Fvc % predicted: 105.00. Additional information received on 12jul2016. The patient was admitted to the hospital on (B)(6) 2016 prior to the third bt procedure. Additional information received on 18nov2016. According to the complainant, on (B)(6) 2016, while hospitalized for the procedure, the patient experienced an asthma exacerbation the day following the procedure. The patient was treated with methylprednisolone, bronchodilators, and levofloxacine. Per the discharge summary; water diarrhea related to antibiotic treatment, fecal clostridium is negative. On (B)(6) 2016 the patient was seen in the emergency room (ER) for a respiratory infection that did not improve with antibiotic and bronchodilator treatments. Symptoms included cough, greenish expectoration, and fever. The patient was hospitalized on (B)(6) 2016 for further management and care. While hospitalized, treatment included amoxicillin/clavulanate, bronchodilators, antidepressant medications, and initiation of CPAP (continuous positive airway pressure). Symptoms improved and the patient was discharged from hospital on (B)(6) 2016 with prescriptions for methylprednisolone and fostair nexthaler.